Event description:
Consumer claims the unit caught fire. No property damages or injuries were reported with this incident.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier caused this failure. Twelve units of a model with identical heating chamber structure were pulled from warehouse inventory and ran continuously for two months with no incidents observed. No preventive cleaning (planned misuse) was performed during this two month period. Upon tear-down of the units. Mineral build-up was observed, but it was not enough to cause the thermostat to open or the tco to activate.